Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 140 and 128 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl and 136 mg/dl using truemetrix go meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:all results above 120mg/dl - - all results are fasting.